Manufacturer narrative:
The insulin pump passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. The insulin pump had minor scratches on display window, damaged battery cap coin slot and cracked reservoir tube lip noted during visual inspection. The insulin pump was received with empty reservoir and infusion set. The reservoir testing was performed with no o-ring links noted and no delivery alarming properly. The infusion test passed flow test measuring. The insulin pump was received with battery installed in the battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information regarding the customer's passing from the attorney of the family. The information received on 02/15/2016 stated the following - reporter alleges: on or about (B)(6) 2015 the customer had hyperglycemia due to under delivery of insulin by the insulin pump resulting in the death of the customer on (B)(6) 2015.